Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 10 ml was missing scale markings. The following information was provided by the initial reporter: " syringe is missing all print on it. "

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use, 10 ml was missing scale markings. The following information was provided by the initial reporter: "syringe is missing all print on it."

Manufacturer narrative:
H.6. Investigation: one photo displayed a 10ml syringe (p/n 302995) was received and evaluated. The photo shows missing printed scale except for two small blotches on the syringe. The observed condition was non-conforming per product specification. Batch #1236556 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.